Manufacturer narrative:
The pretrigger reagent sensor was replaced to resolve the issue. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that the pretrigger reagent bottle on the architect i2000sr analyzer was empty even though the system software indicated that there was pretrigger reagent present. The customer stated that during this time, a false negative architect troponin-I result of <0.01 ng/ml was generated for a patient sample that retested positive at 16 ng/ml the following day. The customer uses a cutoff of 0.3 ng/ml. The initial negative result was reported out of the laboratory. The customer stated that there was no negative impact to patient care.